Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Further, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s low hemoglobin and hematocrit levels could not be conclusively established through this evaluation the patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and infection (local, driveline, or pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. Section 6 (under ¿anticoagulation¿) also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low hemoglobin and hematocrit. It was said the patient had blood transfusions. They also had an incision and drainage as well. The blood transfusion improved the low hemoglobin and hematocrit. The onset of the infection was (B)(6) 2022 (the onset of the infection is covered under manufacturer report number: 2916596-2023-05254). The patient had fatigue, and the source of the infection was pump pocket. Drainage and methicillin-resistant staphylococcus aureus (mrsa) was identified. The infection was being treated with ertapenem intravenous and was not resolved. It was planned to continue treating the patient with ertapenem intravenous.